Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The customer's age and weight are unknown. The customer did not provide the exact date of the event occurrence. The model # was not provided.

Event description:
A (B)(6) customer reported that he bought the contour next one meter in november (year unknown) and found that his blood glucose readings are always 20 to 30 mg/dl higher compared to the reading obtained on the different meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation.

Manufacturer narrative:
The initial report indicated the lot # as 8cpec52c. The correct lot # is 7bpec71b. Has been updated with this information. Additionally, based on the correct lot #, expiration date and device manufacture date have been updated.